Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not received for evaluation, however, pictures were provided for inspection. The visual inspection of the one of the pictures showed the product during priming with fluid spraying out of the area of the dialysate port. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external leak fluid was observed. There was no patient involvement. No additional information is available.